Event description:
It was reported that before use of the bd micro-fine ultra¿ insulin pen needle the package sterility was compromised by the lid being pierced. The following information was provided by the initial reporter: during the inspection of lot 7152649, one needle container lid was noted to be punctured by some piece of metal, likely the needle itself.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro-fine ultra¿ insulin pen needle the package sterility was compromised by the lid being pierced. The following information was provided by the initial reporter: during the inspection of lot 7152649, one needle container lid was noted to be punctured by some piece of metal, likely the needle itself.